Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon indicated his partner reported observing fibers/lint sometimes in the surgical field and sometimes in corneal incision postoperatively. No pt harm was reported and no known intervention was performed. No additional info is expected.